Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that failure to capture the device occurred. A 190 cm filterwire ez was selected for use. During the procedure, it was noted that the device failed to capture and will not close. There were no patient complications reported.